Event description:
Ous MDR. Device at eos.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death. The device underwent a status interrogation that confirmed the eos battery status. The device had been implanted for 21 months and 11 charge procedures were documented. The ICD was opened. The internal resistance of the anti-tachycardia battery was outside of specifications. This situation can lead to a reduction of shock energy for defibrillation shocks. The software a-k00.3.a evaluates during the initial application of the battery voltage and its internal resistance. The eos status became clear since the device could no longer guarantee a shock emission of 30 j.